Event description:
Repeat c-section. Bakri placed by physician. Normal saline used to fill the bakri balloon. There was a pop and blood tinged fluid exited the vagina. It was determined that the bakri had ruptured. The bakri was removed from the body without difficulty. The bakri had a straight tear or slice lengthwise down the balloon but otherwise was intact.